Manufacturer narrative:
H.6. Investigation summary: twenty-three samples were provided by the customer for investigation. The returned samples were divided into eight bags which were labeled with various defects. Three samples were returned in a bag labeled ¿ink/smear spots. The three samples were visually examined, two of the barrels had ink spots and the third barrel had an ink smear on the barrel. Four samples were returned in a bag labeled ¿embedded black/brown matter¿. The four samples were visually examined, three of the samples were found to have embedded foreign matter (fm) in the barrel of the syringe and one of the samples was found to have embedded fm in the plunger rod. The foreign matter was measured and was found to range in size from 0.05 inches to 0.09 inches. Three samples were returned in a bag labeled ¿incomplete scale¿. The three samples were visually examined, all three of the samples had part of the scale gradient lines missing but none of the samples had more than 50% of the line missing. Three samples were returned in a bag labeled ¿crooked scale¿. The three samples were visually examined, all three of the returned samples have a scale which is skewed > 0.050¿ from the theoretical centerline of the scale which would be perpendicular to the flange. Two samples were returned in a bag labeled ¿double scale¿. The two samples were visually examined, one sample has text which is show a shadow; however, the text is still legible. The second sample has text which is beginning to become blurred and unclear. Three samples were returned in a bag labeled ¿damaged syringe¿. The three samples were visually examined, one syringe has a deep scratch in the side of the barrel, the second syringe has three scratches in the side of the barrel and the third syringe has a scratch in the side of the barrel. None of the scratches are in the same location on the barrel nor are any of the scratches similar in depth or severity. Three samples were returned in a bag labeled ¿silicone droplets¿. The three samples were visually examined, the three returned samples have visible silicone drops in the barrel by the stopper. Three samples were returned in a bag labeled ¿silicone droplets¿. The three samples were visually examined, the three returned samples do not have any visible silicone drops in the barrel by the stopper. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Ink dots can occur after the graduation scale printing process. During transport between the printing, assembly, and packaging processes, syringes can make contact with each other. It is possible that during contact, ink from the graduation scale can transfer between syringes causing dots of ink. Embedded foreign matter (fm) can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Missing scale print is considered acceptable if under 50% of any given item (number, letter, or graduation line) is missing and still legible. Skewed scale print can be caused by a misalignment of the load fingers or chains that press the syringe into the printing pad. If the syringe rotates as it gets printed due to a lack of pressure between the print pad and the syringe, it can cause double print appearance. Contact with a hard surface can cause scratches in the syringe barrel. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Bd acknowledges the defects on the returned samples, they do not not exceed the acceptable quality limit (aql), therefore no corrective actions at this time. As a means of raising awareness to the issues observed by the customer a quality alert will be issued to the associates involved in the production of this material. This alert will be shared at shift startup. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd¿ luer-lok syringe 60 ml 297 boxes of syringes were received and out of the 37125 syringes there were deviation with 624 of them. The following are the issues: loose particles: 2, crooked scale: 169, embedded black/brown matter: 9, damaged syringe: 7, ink/smear spots: 149, burned flange: 1, incomplete scale/ little piece of scale missing: 211, silicone droplets: 24, double scale: 2, missing scale: 1, embedded particle: 1, and non confirmed 44. Foreign complaint the following information was provided by the initial reporter, translated from dutch to english: quantity received: 297 boxes; 37125 syringes quantity with deviation; 624 syringes. Subdivision: loose particles: 2, crooked scale: 169, embedded black/brown matter: 9, damaged syringe: 7, ink/smear spots: 149, burned flange: 1, incomplete scale/ little piece of scale missing: 211, silicone droplets: 24, double scale: 2, missing scale: 1, embedded particle: 1, non confirmed 44.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ luer-lok syringe 60 ml 297 boxes of syringes were received and out of the 37125 syringes there were deviation with 624 of them. The following are the issues: loose particles: 2, crooked scale: 169, embedded black/brown matter: 9, damaged syringe: 7, ink/smear spots: 149, burned flange: 1, incomplete scale/ little piece of scale missing: 211, silicone droplets: 24, double scale: 2, missing scale: 1, embedded particle: 1, and non confirmed 44. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: quantity received: 297 boxes; 37125 syringes. Quantity with deviation; 624 syringes. Subdivision: loose particles: 2. Crooked scale: 169. Embedded black/brown matter: 9. Damaged syringe: 7. Ink/smear spots: 149. Burned flange: 1. Incomplete scale/ little piece of scale missing: 211. Silicone droplets: 24. Double scale: 2. Missing scale: 1. Embedded particle: 1. Non confirmed 44.